Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "external battery packs, not working draining the internal battery and not using the external battery also causing battery acid to leak. Two external causing battery acid leak. No physical damage. No known incidence of mishandling. The leaking occurred in the external batter pack. The battery pk was sent to bio med department and was cleaned up for reuse. The battery pack still seems to only work sometimes. Patient involvement: yes, human harm: no, delay in therapy: yes, medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: external battery pack not working, causing delay in treatment.